Manufacturer narrative:
One device was returned for repair in used condition. The device has not been service in the past 12 months. Visual evaluation of device found scratched lens and bubbled downstream occlusion (dso) seal. Event history log showed system fault 46,822 had occurred. Primary reported problem of "error 46822" was duplicated. The cause is the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 46822. This issue is not related to physical damage/abuse. No delay of therapy since it occurred before infusion. There was no patient involvement and no patient harm/adverse event reported.